Manufacturer narrative:
Additional information: device manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that a port on the interface box for the navigation system was intermittently functioning. The interface box was then replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The interface box for the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A site representative reported that, while outside of a procedure, one port on the interface box for the navigation system was not tracking instruments. There was no patient present when this issue was identified. No additional information was provided.